Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not identify an issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 03/08/2018, the customer indicated that she developed thrush approximately one month ago and was prescribed medication. She believes the milk backup issue is related to the pump connectors and not the pump itself. She indicated that the replacement pump was working without issue and her thrush was resolved. In follow up with a medela clinician on 03/17/2018, the customer stated her thrush was completely resolved. The device was returned with the customer's parts and accessories and was evaluated on 03/19/2018. The device did not pass suction and cycle specifications with the customer's parts and accessories. The customer's parts (valves, breast shields, tubing and connectors) were dirty, as well as the pump's diaphragm, and one of the valves was damaged. The device did pass suction and cycle specifications with a medela lab kit. Refer to pictures and evaluation. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast. (B)(4).

Event description:
On (B)(6) 2018 the customer alleged to medela llc that she had a milk backup with her pump in style breast pump. She alleged that her baby has thrush which is almost cleared up, but she was having a hard time clearing up her thrush, for which she has seen a doctor.